Manufacturer narrative:
This file was reported in error. The only event was a system message displayed and it is not reportable. There will be no further reports about this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a laser system displayed a system message and shut down during a procedure. The system would not boot back up. The surgery was completed after exchanging the system. There was no patient harm.